Event description:
Info received indicates the bed has no trendelenburg/reverse trendelenburg functions.

Manufacturer narrative:
The hill-rom tech found the trend switch was dirty. The tech cleaned the trend switch to repair the bed.